Manufacturer narrative:
Updated with new information. (B)(4). During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patients paddle lead had migrated. There were no allegations against the other implanted devices.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-02630, 1627487-2020-02632, 1627487-2020-02633. It was reported that the patient experienced ineffective stimulation due to the leads disconnecting. In turn, surgical intervention was undertaken in 2012 (exact date unknown) wherein the entire scs system was explanted. It is not know which devices the disconnection occurred, therefore all devices are being reported.